Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They reported patient was not getting relief and needed to adjust stimulation. During call, hcp was assisted with using patient programmer to sync with implant, setting is program 3 at 0.7v and therapy was on. It was then reported that they were getting poor communication message on patient programmer screen. Hcp mentioned patient still have dressing on the incision area. They repositioned antenna several times and adjust stim to 0.8v. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by caller that the patient was not feeling stimulation. Caller stated that overnight the patient went to the bathroom less than normal. Caller was advised to follow up with healthcare professional (hcp) to discuss symptoms and direction. No further complications were reported or anticipated.